Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the external factors that may have led or contributed to the issue were unknown. It was stated the patient maintained the 2.5 setting, and they were following up (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient was implanted with a right-sided programmable ventriculoperitoneal shunt on (B)(6) 2018 for hydrocephalus after they presented with headaches, and blurred vision with documented papilledema with elevated intracranial pressure to 37. The shunt was initially placed at 1.5; however, they developed bilateral hygromas/hematomas requiring their shunt to be reprogrammed to a pressure of 2.5 which was performed during their office visit on (B)(6) 2018. According to the patient, overall they were doing well with stable imaging. The patient denied any significant headaches, positional headaches, and blurred vision or double vision. They were evaluated by their neuro ophthalmologist in the (B)(6) 2018 and reportedly had a resolution of the papilledema. The patient's shunt was interrogated on (B)(6) 2018; however, it was found to be set to a pressure of 0.5. The physician asked a colleague to independently interrogate the valve, and they agreed that the valve was currently set to a pressure of 0.5 as well. Fortunately, the patient remained clinically stable. The patient's shunt was reprogrammed at the end of the visit on (B)(6) 2018 to a pressure of 2.5. The setting was again interrogated and was confirmed to be at 2.5. The physician would like the patient to proceed with an x-ray of the valve to document that this was case and was verified by x-ray. They would also like the patient to get a up-to-date CT scan of the head as their last CT scan was from (B)(6) 2018 to be sure that there was no interval progression of the subdural's in the interim. Currently, the patient appeared to be clinically asymptomatic. The patient was also to follow-up in the clinic at a later date to reassess the valve to make sure it was maintaining their pressure at 2.5.